Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, seals were not acceptable - multiple activations resulted in bleeding that required numerous attempts to reseal or sutures or clips were needed. They continued using the device. No patient injury.